Event description:
An anecdotal third party comment was received concerning a malyugin ring that broke at the glue joint. There was no reported impact to the patient.

Manufacturer narrative:
At the time of this report, this malfunction could not be confirmed. No product was returned for evaluation. This is the third report of three.